Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple intraocular lens (iol) implant procedures, the device did not perform, inconsistently delivering the lens regarding that the same pressure is being applied at the plunger. Additional information was requested.